Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period dec-19 through nov-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. They had performed a morning chest x-ray, which showed the catheter was low in position. The physician repositioned the catheter and during the time of manipulating the catheter the console generated the alarm. It was reviewed what the alarm meant and troubleshooting was unsuccessful. The customer was guided to connect the transduced inner lumen to the console by connecting the blood pressure cord to the transducer cord. They were also directed to level and zero the transducer, which resulted in a clean crisp arterial pressure waveform. The fiber optic cable was disconnected. There was no patient harm or adverse event reported.